Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e1 "telephone number" field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for how the foreign material remained could not be established. The "foreign material adhered to control section" event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3 preparation and inspection 3.2 endoscope inspection" as follows: [inspection of endoscope] 1. Visually check that there are no major scratches, deformations, loose parts, or other abnormalities on the appearance of the control unit or scope connector. The "foreign material adhered to switch 1" event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of combined functions with related equipment" as follows: [inspection of endoscope] 1. Visually check that there are no major scratches, deformations, loose parts, or other abnormalities on the appearance of the control unit or scope connector. [Remote switch inspection] press each remote switch and check that the configured functions operate normally. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; plastic distal end cover has a dent; adhesive around light guide lens is peeled; adhesive around objective lens is peeled; protector of universal cord on control section side has a scratch; protector of universal cord on suction connector side has a scratch; color ring has a crack; image guide protector has a cut; control unit is damaged; universal cord has a wrinkle; universal cord has a scratch; electric connector has corrosion due to water leakage; due to clogging of nozzle, water removal ability does not meet the standard value; adhesive on bending section cover or distal sheath rubber has white-clouded area; adhesive on bending section cover or distal sheath rubber has crack; and connecting tube has a dent; connecting tube has a scratch. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera gastrointestinal videoscope was reduced and switch #1 was not working. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the control section and switch #1 had foreign material. The report is being submitted due to foreign material on the scope found during evaluation.